Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed. A field service engineer (fse) spoke to the customer and found that a ticket had already been opened for the drawer issue. A field service engineer had previously attempted a repair, and a new half-height drawer was ordered. The new drawer would be installed once received.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer was jammed and required maintenance. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.